Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased thresholds and an out of range pacing impedance measurement. This patient is implanted with a non bsc device. Boston scientific technical services (ts) discussed and a lead issue is suspected. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.